Manufacturer narrative:
Additional information was received that the physician has not seen the patient since 2012. No additional information can be obtained. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient passed away. It is unknown if the death was device related.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-8216-70, serial/lot: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient passed away. It is unknown if the death was device related.